Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd nexiva had a leakage at the septum. The following information was provided by the initial reporter: injuries or adverse event: no reported issue: there is a faulty blood return and blood flowed out of the back of the needle on at least 3 separate occasions. Sending customer question for additional information 1. It is stated that the blood flowed out of the back of the needle. It was out of the white port where the needle is removed from after placement. 2. Did this event occur during the IV catheter insertion process? If yes, confirm that you are indicating that blood seeped past the blood control. Yes, it occurred during placement and blood seeped out of the white port. 3. During blood draw? No 4. During infusion? We were not able to start an infusion due to the blood leaking. 5. Was there backflow into the extension tubing? No 6. Please describe. Not answered.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: received 2 used units of a 20gx 1.00in nexiva device from lot 3209997 for the investigation of this complaint. A gross visual inspection of the units show that the needle has been retracted in the tip shield. The catheter assemblies were also returned, and no physical damage was observed. Per the customer verbatim, they experienced faulty blood return and blood flowed out of the back of the needle and therefore send the unit for investigation. Both units were tested to identify leakage at the back end of the canister or any potential return. No leak was observed on either unit, and they both passed the leak test. As the customer reported leakage behind the needle, the septum and the canister were removed from the device for further inspection. No damage that could have led to leakage was observed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of leakage was not confirmed. Probable root cause conclusion(s): a root cause cannot be determined in the absence of a confirmed defect.